Manufacturer narrative:
It was reported that a patient underwent an abdominosacral colpopexy and enterocele repair on (B)(6) 2010 and mesh was used. During the same surgery a subtotal abdominal hysterectomy and bilateral salpingoorphorectomy procedure was performed. One to two days post operatively the patient experienced severe, sharp, chronic pelvic pain that intensified near the rectum and bladder during elimination. Imaging studies were performed and found to be inconclusive. On (B)(6) 2011 the patient had the mesh explanted. Pathology of the explanted mesh showed fibroadipose tissue containing foreign material consistent with mesh. The mesh is associated with scarring and chronic inflammation. No evidence of atypia or malignancy seen. Since removal she has prolapsed again and has chronic pelvic pain. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Pain occurred. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent an abdominosacral colpopexy and enterocele repair on (B)(6) 2010 and mesh was used. During the same surgery a subtotal abdominal hysterectomy and bilateral salpingoophorectomy procedure was performed. The patient experienced severe, sharp, chronic pelvic pain that intensified near the rectum and bladder during elimination. Imaging studies were performed and found to be inconclusive. On (B)(6) 2011 the patient had the mesh explanted. The pelvic pain resolved after removal of the mesh but continues to have abdominal and incisional pain. No additional information has been provided.